Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported the insulin pump alarmed motor error three times. Customer's blood glucose level was 215 mg/dl. Customer stated the alarm occurred during priming. No magnetic field exposure or significant events that lead to the alarm. Customer does use sensor feature on the insulin pump. Customer was informed viewing the sensor glucose graph while priming, it may cause a false motor error alarm. Customer was advised to discontinue use of the insulin pump and revert to back up plan. No further information reported.